Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported - reading blood line leak failure and then creating bubbles in the line that the teammates can't get out. Blood did leak out in some of the lines. No patient injury.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One-hundred eight (108) unused samples in original packaging was sent to the manufacturer for evaluation. Fifty of the one-hundred eight samples returned were visually evaluated with no defects noted. Thereafter, the samples were functional leak tested with no leakages observed along the venous or arterial line. Based on the investigation findings, the samples were within specification; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.